Event description:
Patient having a ventricular tachycardia implantable cardioverter defibrillator/lead revision. The physician was tying off the suture when it broke. The suture had to be removed and re-done with another suture kit.